Event description:
It was reported that the patient with this implanted right ventricular (rv) lead presented to the ER approximately two days after the initial implantation, complaining of chest pain. The pacing threshold was elevated. A revision procedure was scheduled the same day and perforation of the heart was observed via fluoroscopy during the procedure. This lead was successfully repositioned. Later reports noted pericardiocentesis was performed as well as serial echograms. The patient reported not feeling well since the incident. This device remains in service. No additional adverse patient effects were reported.